Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The device was repaired and returned to the user facility. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, for this device it was confirmed that there was design of the dr board was changed on (B)(6) 2018. Since the scope was sold on (B)(6) 2015, the most probable cause of the reported no image malfunction when the 180 series of endoscopes are connected is due to failure of the op-amp which likely occurred because this device was sold prior to countermeasures with no repair records. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the reported malfunction as there was no image displayed with 180 series type endoscopes due to a faulty patient board set. Additionally, an upgrade to the latest software version is recommended. The device is pending repair. The device was purchased on (B)(6) 2015 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported during preparation for use, the evis exera iii video system center displayed no video with the 180 series type endoscopes; only 190 series endoscope work. Colors bars were present until 180 series endoscopes are plugged in. No patient involvement was reported. Another device/cart was used to complete the intended procedure.